Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event as analysis found the reported hole in the cuff which could have caused the reported clinical observations. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. Scaling was identified on the cuff shell, and a pinhole fluid leak was observed in the cuff pillow proximal to the cuff edge. The pinhole fluid leak is consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. No product malfunction was identified in the balloon component. The pump component was visually inspected, microscopically examined, and tested for leaks. Material wear was identified on the balloon-pump kink resistant tubing (krt) which most likely occurred while rubbing against the other components while implanted. No leaks were identified during the leak test performed. Product analysis did not identify a malfunction in the pump component. The hole in the cuff could have caused the reported clinical observations. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) due to a leak in the device from a hole in the cuff. The patient had visited the hospital two weeks prior to the surgery because the product did not work properly. No patient clinical complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) due to a leak in the device from a hole in the cuff. The patient had visited the hospital two weeks prior to the surgery because the product did not work properly. No patient clinical complications were reported.